Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). On (B)(6) 2018, it was reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. The customer returned a skin graft mesher device, serial number (B)(4), for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), a 2:1 ratio cutter, serial number (B)(4), for evaluation. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher serial number (B)(4) nine times as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was producing an incomplete mesh and the roller gear and shoulder bolts were replaced. This is not a related issue. The device history record (DHR) and previous repair report review of skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR and previous repair report review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 1.5:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. The last repair was (B)(6) 2018 where it was reported that the device was sent along with skin graft mesher serial number (B)(4) and no parts were replaced. This is not a related issue. The device history record (DHR) review of skin graft mesher 2:1 ratio cutter, serial number (B)(4) noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated skin graft mesher 2:1 ratio cutter, serial number (B)(4) as documented in the repair reports in livelink. Product review of the skin graft mesher on (B)(6) 2018 revealed that the calibration was out of specifications but produced a passing sample mesh. The roller and roller gear had visible damage. The 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut even after the collars, bushings, and gear were replaced, and was deemed non-repairable. The 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh. Repair of the skin graft mesher was performed by zimmer biomet surgical on (B)(6) 2018 which included replacement of the roller and roller gear. Skin graft mesher, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since during the product review it was noted that the 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut even after the collars, bushings, and gear were replaced and the 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh but it is unknown what cutter the customer used. The root cause of the reported event could not be specifically determined with the information that was provided since during the product review it was noted that the 1.5:1 ratio cutter, serial number (B)(4) produced an incomplete cut even after the collars, bushings, and gear were replaced and the 2:1 ratio cutter, serial number (B)(4) produced a passing sample mesh but it is unknown what cutter the customer used. It is unknown with the information that was provided how the reported event occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. No further conclusions can be drawn from the complaint history review that warrants further action.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The customer has returned the device to the manufacturer for evaluation and investigation is in process. Once the investigation has been completed, a supplemental medwatch will be filed accordingly.

Event description:
It was reported that the mesher gave an incomplete mesh on previously recovered cadaveric donor skin. No adverse events were reported as a result of this malfunction.